Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed blisters/rashes which are bleeding. Patient reported having a pre-existing syndrome which is like an allergic reaction. There was no alleged device malfunction contributing to the irritation. Patient reported that a cardiologist advised the lifevest should be removed until the rash is healed. Outcome of the skin irritation is unknown.